Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event details has been requested. No additional information is available at this time the events of redness, soreness, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings - product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Adverse events - the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.

Event description:
Healthcare professional reported patient was injected in the nasolabial, marionette area, lips, and ¿mentum¿ with 1 syringe of juvéderm® ultra xc and 4 syringes of juvéderm vollure¿ xc (1 syringe of lot# v17la70064 and 3 syringes of lot# v17la70171) and ¿supraperiosteal injections mid face¿ with 2 syringes of juvéderm voluma® xc. About 12 weeks later the patient experienced ¿redness and soreness on the injection site that comes and goes.¿ patient also experienced swelling. Healthcare professional reported that symptoms ¿appear to be on the tear trough area.¿ it was further noted that swelling and tenderness occurred ¿intra orbital area, laterally¿ and at the injection sites. Treatment with clarithromycin and keflex was administered orally for 2 weeks beginning approximately 12 weeks after injection. Symptoms ¿waxed/waned and seemed to settle medially. Appears to be persistent malar edema.¿ healthcare professional ruled out infection but no diagnostic tests were performed. Healthcare professional additionally reported that 15 days after treatment began the patient¿s symptoms had not completely resolved but were significantly better. The swelling, redness, and tenderness were remarkably improved with ¿only a little left.¿ treatment with the antibiotics continued for another week. The patient has a history of cold sores in the lips and ¿was prophylaxed with valtrex prior to filler injections.¿ this is the same event and the same patient reported under MDR ID# 3005113652-2017-00994 (allergan complaint #(B)(4)), MDR ID# 3005113652-2017-00995 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2017-00996 (allergan complaint #(B)(4)). This MDR is being submitted for juvéderm® ultra xc.